Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported that the son's battery on the insulin pump died overnight. Customer woke up at 444 mg/dl. The customer declined to do troubleshooting and wanted to know the timeframe from low battery to battery dying. The customer was advised of the usual time frame. The customer was advised to check the alarm history if the information appeared and if it did not to report back right away for further assistance. No further information provided.